Manufacturer narrative:
The customer declined ge service. No repair information available. Legal manufacturer: hcs madison - (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of audible alarms. There was no report of patient involvement.